Manufacturer narrative:
The pump was received with an intermittent frozen display and watchdog alarm/anomaly due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the frozen display. Unable to confirm the vibrator anomaly due to the frozen display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken battery tube and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went dead. When the device was on, it would only vibrate and have a blank display. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to perform the self test due to the constant vibration. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.